Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient states the ipg is too close to the surface and is causing discomfort to the patient. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was repositioned. Postoperatively, the pain has resolved.